Event description:
It was reported that the right ventricular (rv) lead was explanted due to high out of range shock impedance above 200 ohms. A new rv lead was successfully implanted. No additional patient adverse effects were reported.